Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 124 mg/dl and the sensor glucose was 61 mg/dl at the time of the incident. The customer inserted a new sensor and the blood glucose was 124 mg/dl and the sensor glucose was 51 mg/dl. The threshold or low suspend limit in sensor settings was 60 mg/dl. The customer advised to turn on and reconnect old sensor. The sensor will not be returned for analysis.